Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a missing clamp pressing plate. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site. This is an ancillary service event opened during investigation of (B)(4). The cause could not be determined for the missing clamp pressing plate. To correct the condition, the clamp pressing plate was replaced and the device was returned in good working condition.